Event description:
It was reported that the patients implantable pulse generator (ipg) was poking out of her back. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7070316.